Event description:
The journal article indicated that four pt presented with complications resulting from failure to remove all foreign bodies associated with an infected penile prosthesis. The article was written to emphasize the importance of imaging in finding device fragments. It is unclear if the pt included in this article were implanted with ams inflatable penile prosthesis devices or another manufacturer's devices. After treatment and removal of the infected component (s) it was indicated that the pt was doing well.

Manufacturer narrative:
Reference: j. Sex med 2013;10:1659-1666. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.